Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Third led on power gage is burnt out. The chair is currently working, but the led is not lighting up.